Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was programmed to deliver intralipid 20% in a 60ml syringe, at a rate between 0.1-0.3ml/hr and the delivery was started. No further reprogramming parameters were provided. After an unspecified length of time, the nurse noted approximately 0.1 ml of air in the tubing set distal to the cassette. No audible alarm was noted. The nurse removed the air from the tubing set. The customer contact reported that no air was delivered to the patient. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.